Manufacturer narrative:
The outer shaft, mid-shaft, and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a .014 guidewire stuck in the device when returned. The stent was not returned in the device. The devices handle was opened up and inspected for further damage by the engineering team. It was noticed that the proximal inner was kinked and prolapsed, which would be the cause of the wire sticking situation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent partial deployment occurred. The target lesion was located in the heavily calcified (cto) and moderately tortuous proximal popliteal to distal right superficial femoral artery (sfa). Following post-dilation, a 6 x 200 x 130 innova¿ stent was advanced via an ipsilateral approach to the target lesion. During deployment, the stent bunched up in the proximal popliteal and only deployed about 50 percent. The physician then pulled back on the stent delivery system to remove it from the body and the remaining 50 percent of the stent stretched the entire length of the sfa and deployed. The procedure was completed by placing two additional innova stents, a 6 x150 and a 6 x120 inside the 6 x 200 stent. There were no patient complications. The vessel was patent and open at the end of the case. The patient's status was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent partial deployment occurred. The target lesion was located in the heavily calcified (cto) and moderately tortuous proximal popliteal to distal right superficial femoral artery (sfa). Following post-dilation, a 6 x 200 x 130 innova¿ stent was advanced via an ipsilateral approach to the target lesion. During deployment, the stent bunched up in the proximal popliteal and only deployed about 50 percent. The physician then pulled back on the stent delivery system to remove it from the body and the remaining 50 percent of the stent stretched the entire length of the sfa and deployed. The procedure was completed by placing two additional innova stents, a 6 x150 and a 6 x120 inside the 6 x 200 stent. There were no patient complications. The vessel was patent and open at the end of the case. The patient's status was reported as fine.